Event description:
A malfunction alarm was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will continue to use current pump for insulin therapy.